Manufacturer narrative:
Block b3: exact date unknown, event occurred in the past two weeks.

Event description:
It was reported that the patient had difficulty charging the ipg as it would not pass beyond two bars. The patient underwent an ipg explant procedure. The explanted ipg was not returned as it was released by the facility.